Manufacturer narrative:
Device is not available for analysis. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient underwent a revision surgery on (B)(6), 2010 to treat an exposure of the receiver/stimulator. It was also reported that the patient had been hospitalized in (B)(6), 2008 to drain a hematoma around the site of the receiver/stimulator subsequent to a head trauma. The implanted device remains.